Event description:
During a shoulder decompression arthroscopy procedure and rotator cuff repair using a super turbovac 90 with integrated cable arthrowand, the patient sustained a burn (severity of burn was not provided; size 1 cm x 10 cm) under the right axilla. The patient's burn was treated with cream and sulphur diazine and further treated on (B)(6) 2010 by excision of the burn. The physician reported the burn may have been caused by the fluid exiting the tap on the plastic cannula through which the wand was inserted. The severity of burn was requested but not provided.

Manufacturer narrative:
The device was reported as discarded by the hospital. The batch number for the device was provided. A review of the lot history will be performed and provided in a follow-up report.